Manufacturer narrative:
Investigation is in process, no results or conclusion can be drawn at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account generated negative auszyme monoclonal eia results on a patient who tested dpc immunolyte hbsag positive and spectra chemiluminescent hbsag positive. In 2007, the patient tested auszyme monoclonal eia negative, architect anti-hbs negative, but dpc immunolyte hbsag and spectra chemiluminescent hbsag positive. The liver enzymes and alt were normal in 2007. A new specimen was obtained ten months later, which again tested auszyme monoclonal eia negative but dpc immunolyte hbsag and spectra chemiluminescent hbsag positive and normal alt and liver enzymes. No impact to patient management was reported. Data - auszyme monoclonal eia; 17-nov-2007. First purple top sample optical density: 0.12, 0.009. Second purple top sample optical density: 0.010, 0.010. First sst sample optical density: 0.005, 0.005. Second sst sample optical density: 0.010, 0.001.